Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement and displacement test. However, pump trace download analysis confirmed the pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance issue. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The following physical damage was noted: scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window.

Event description:
It was reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was unknown. The caller also reported crack around the battery chamber. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.